Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The currently available event description points to causes outside our area of responsibility. Morbid obesity is contra indicated for the system. There is no indication for a product failure. With the info given so far, no further investigation is possible. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient is suffering from morbid obesity and diabetes. On (B)(6) 2010, the patient had a spine surgery in l2-s1. Surgery was scheduled for hardware removal, l5-s1 discitis and I/d (acronym not reported). Upon removal, it was reported that the left l2 screw was loose, and both right and left dynesys cords were broken at 5/1 at the l5 screw spacer interface. According to the report from the doctor, the patient informed him that she was doing very well post-op. But in (B)(6) 2010 (exact date not reported) the patient went to see her doctor and reported that she had a series of falls getting out of her bed and her pain and "symptoms" have increased since then. In (B)(6) 2012 (exact date not reported), the pt, once again went to see her doctor and she was diagnosed of discitis and treatment was given. The kind of treatment that the patient received was not reported. Patient reappeared in doctor's office within the last 6 weeks with discitis, and surgery was scheduled. The doctor mentioned that her symptoms continued to increase after her series of falls, and is suspicious if the cords could have broken due to her falls. The patient underwent revision surgery on (B)(6), 2013 due to progression of disease and suspected broken cords due to the falls.